Manufacturer narrative:
(B)(4). Batch # n56f67. Additional information was requested and the following was obtained: please explain what is meant by, ¿the proximal end of the staple line was not stapled properly¿. How was it not stapled properly? The staples were not formed properly. The analysis results showed that one ecr60b cartridge reload was received. The reload was received with no apparent damage and fully fired. No functional test could be performed due to the condition of the reload. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic assisted distal gastrectomy, it was found that the proximal end of the staple line was not stapled properly at the second firing. Another device was used to complete the case. There were no adverse consequences to the patient.